Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient was not receiving audio alerts from the g5 moblie application. No additional patient or event information is available.